Event description:
It was reported that the patient experienced numbness in their abdomen and legs. Due to these symptoms, the patient had their neurostimulator and lead removed. During removal, the neurosurgeon found the lead "wire coating" had become separated. It was noted that the patient recovered without sequelae. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Analysis of neurostimulator model 37714 (B)(4) showed no anomalies. Analysis of lead model 39565-65 lot# v785021026 showed no significant anomalies and that the lead body was cut through and segmented. The outer insulation was loosened from the distal end molded rubber. But, the #8-15 lead leg outer insulation was pulled completely out.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Lead model 39565-65 lot# v785021026 implanted: (B)(6) 2012 explanted: unk; recharger model 37754 serial# (B)(4); programmer model 37744 serial# (B)(4).